Manufacturer narrative:
"Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon info which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes or its employees, that the report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report." Sent a quenstionnaire on 8/27/97 and 9/26/97 with no response. H6: the device was not returned, an evaluation could not be performed.